Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient called the office and stated the battery was sitting at an angle and she was having trouble charging. The patient was scheduled to come into the office on (B)(6) 2018. The rep was to follow up with the patient at the appointment. No further complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient had issues with charging the device and controller. The device was completely dead. The rep woke it up, however, the connection changed almost every second. The rep palpated the device and found it to be flipped sideways, thus the issue charging. The rep reported that the patient said it moved the second day after implant. The rep reported that the patient was able to get some relief in (B)(6) 2018 and started becoming more mobile and was able to start working. However, a new different pain would manifest the more mobile she became. The rep reported that the patient was currently off work because of the intensity of the pain. The rep reported that the patient had since had issues charging, so she sometimes gives up because it takes too long. The rep charged the device and reprogrammed it offering groups a and c to help capture right leg pain. The patient reported 40% relief prior to reprogram. The rep also reported that the patient fell two weeks ago. The rep reported that revision and repositioning of the ins was being scheduled. No further complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when they were initially implanted, they had to do a revision surgery to move the ins up higher because the battery was turned sideways. The patient stated that the ins had been turned sideways ever since they were implanted and that they went "maybe a year" with the ins turned sideways. The patient said that after they did the revision surgery, they had an infection, so the hcp had to take the ins out, wait 6 weeks, and put a new ins back in. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the doctor saw the patient and at this time, no plans have been made to fix the battery. Hcp thought it was looking fine. Patient was having other medical issues going on that had nothing to do with the device/therapy. Patient stated everything was going well with her stimulation.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that their device was not working. They later clarified that they had been unable to recharge on and off for the past month. The patient thought the battery was low or empty at this time and were receiving the "no device found" message. They attempted to communicate and the patient reported that the controller toggled between "no device found", "looking for device" and "poor recharge quality". The patient normally received the "poor recharge quality" message because the ins was implanted sideways in their buttocks. No symptoms or further complications reported.